Manufacturer narrative:
Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination with 10x magnification and the indicated failure mode for needle point integrity with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was hemolysis (related to blood sample) . The following information was provided by the initial reporter: the customer stated: complaint that the needle scratches when it enters the vein. Users have used 2 tubes instead of one because blood hemolysed more quickly. Same issues. The needle scratches when it enters the vein, blood would have flowed from the needle (needle's ooze), on gloves and tubes. Additional information.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was hemolysis (related to blood sample) . The following information was provided by the initial reporter: the customer stated: complain that the needle scratches when it enters the vein. Users have used 2 tubes instead of one because blood hemolysed more quickly.. Same issues. The needle scratches when it enters the vein, blood would have flowed from the needle (needle's ooze), on gloves and tubes. Additional information: